Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06091. It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date. It is unknown which ipg is causing pain, as such both ipg¿s are being reported.

Event description:
Additional information received indicates surgery took place on (B)(6) 2021 wherein the ipg site was revised. Pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.